Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an audible alert due to a lead integrity alert (lia) for high rate no n-sustained episodes and elevated sensing integrity counter (sic). The rv lead exhibited oversensing/noise on stored electrograms (egm) as well as reproducible non-physiologic noise with pocket manipulation and isometrics. It was reported the rv lead was fractured. The rv lead was initially reprogrammed; however, the oversensing persisted. The patient was then admitted, and tachycardia detections were programmed off. The rv lead was then explanted and replaced. No patient complications have been reported as a result of this event.